Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a thrombotic cerebrovascular accident and was admitted on (B)(6) 2024. Log file review was requested, and the log file noted several instances of the patient sleeping on batteries which was not recommended. The patient had a computed tomography angioplasty (cta) of the head/neck, which revealed an occlusion of the right internal carotid artery (ica) from the origin to the terminus with extension of apparent occlusion into the m1 and a1 segments of the middle cerebral artery (mca) and anterior cerebral artery (aca). M1 and m2 segments of the right mca. The patient experienced seizure type activity with flaccid left upper extremity (lue) and left lower extremity (lle), aphasic, lethargy, and the right gaze deviation was not crossing midline. The patient had an emergent thrombectomy, which improved neurological status post procedure (regained some speech, intermittently alert with improvement of strength to lue and lle). They had a subsequent hemorrhagic conversion on (B)(6) 2024. The patient remained relatively stable as of (B)(6) 2024 but requiring critical care unit (ccu) for close observation, physical therapy/occupational therapy was in progress, serial CT head exams were performed, and deep vein thrombosis (dvt) prophylaxis was restarted on (B)(6) 2024. They remained inpatient with continuing evaluation for additional care needs such as septic arthritis/infectious diseases (ID) evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024 at 17:01:48 through (B)(6) 2024 at 6:46:06, per the timestamps. No notable events were recorded. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, bleeding, peripheral thromboembolic events, and death. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.